Manufacturer narrative:
Product complaint (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy of an internal carotid (ic) occlusion, an 132cm embovac 71 (ic71132ca/30541395) catheter was used for direct aspiration and ¿much¿ thrombus was removed, but the m1 segment of the middle cerebral artery (mca) became obstructed. The embovac catheter was attempted to be inserted again but the distal, slightly anterior portion of the catheter was noted to be flattened. The catheter could not be inserted into the sheath and sheath introducer. The m1 occlusion was reopened with a competitor aspiration catheter and embotrap ii revascularization device. The procedure was completed with a tici score of 2b. After the procedure, a trak 21 (stryker) microcatheter was attempted to be inserted into the opposing end of the embovac catheter but this was not possible. The introducer sheath was not used. The target occlusion extended from the common carotid artery to the ic. An optimo (tokai medical) balloon guide catheter was used for suctioning prior to the embovac. No further information is available. Visual analysis was performed on the photo received. Based on the photos provided, it can be determined that the 132cm embovac 71 asp. Catheter has two kinked conditions on the body. It could be noted that the mesh structure from the distal body was compressed and stretched. No other damages could be noted. The original package was not shown in the pictures. A manufacturing record evaluation (mre) was performed for the finished device 30541395 number, and no non-conformances related to the malfunction were identified. One non-sterile 132cm embovac 71 asp. Catheter was received inside of a pouch at cerenovus foe evaluation. The received device was visually inspected, and it was found kinked at 19 inches and 24 inches from proximal, also the braided mesh is compressed and stretched, no other damages or anomalies were observed during the visual inspection. The ID and od from the device was measured and was found within specification. Visual inspection and dimensional testing were conducted on the returned device. The visual analysis of the returned 132cm embovac 71 asp. Catheter revealed that the body is kinked, and the braided mesh was noted compressed and stretched, these conditions are related with the customer complaint regarding ¿catheter (body/shaft) - compressed/crushed-in patient¿. Based on the findings during the analysis, the customer complaint was confirmed. During the dimensional testing it was noted that the ID and od of the 132cm embovac 71 asp. Catheter are within specifications. A manufacturing record evaluation (mre) was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following precautions: ¿ exercise care in handling the embovac catheter to reduce the chance of accidental damage. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures in which the embovac catheter is used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. With the information provided, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including clot burden, vessel characteristics, and device manipulation that may have contributed to the event rather than the design or manufacture of the device. Catheter damage during clinical use is a known occurrence and is typically related to anatomy, technique, physician skill, and vessel tortuosity. The instructions for use (IFU) cautions users to inspect for any signs of damage prior to and during use. Any product with damage is not to be used. The IFU advises to exercise care in handling the embovac catheter to reduce the chance of accidental damage. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The file will be re-reviewed if additional information is received at a later date. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received on 06-oct-2021 was reviewed. Summary of additional information received: the treating physician was unable to determine whether the thrombus was present at baseline or a new occlusion after use of the embovac device. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Visual analysis was performed on the photo received. Based on the photos provided, it can be determined that the 132cm embovac 71 asp. Catheter has two kinked conditions on the body. It could be noted that the mesh structure from the distal body was compressed and stretched. No other damages could be noted. The original package was not shown in the pictures. A manufacturing record evaluation (mre) was performed for the finished device 30541395 number, and no non-conformances related to the malfunction were identified. The reported condition ¿catheter (body/shaft)- compressed/crushed-in patient¿ was confirmed since the device has a multiple compressed and kinked condition all over the body, however the exact time when this condition occurs could not conclusively determined. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device returns for analysis.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report from the field indicated that during a mechanical thrombectomy of an internal carotid (ic) occlusion, an 132cm embovac 71 (ic71132ca/30541395) catheter was used for direct aspiration and ¿much¿ thrombus was removed, but the m1 segment of the middle cerebral artery (mca) became obstructed. The embovac catheter was attempted to be inserted again but the distal, slightly anterior portion of the catheter was noted to be flattened. The catheter could not be inserted into the sheath and sheath introducer. The m1 occlusion was reopened with a competitor aspiration catheter and embotrap ii revascularization device. The procedure was completed with a tici score of 2b. After the procedure, a trak 21 (stryker) microcatheter was attempted to be inserted into the opposing end of the embovac catheter but this was not possible. The introducer sheath was not used. The target occlusion extended from the common carotid artery to the ic. An optimo (tokai medical) balloon guide catheter was used for suctioning prior to the embovac. The embovac catheter will be returned for evaluation. No further information was provided at the time of complaint initiation.